Manufacturer narrative:
H10: three (3) devices were received for evaluation. A visual inspection with the unaided eye did not identify any abnormalities that could have contributed to the reported condition. Each sample was evaluated by reproducing the customer complaint as closely as possible by attaching a lipid solution to ports 1 through 23 and sterile water to port 24 for testing. Each valve set was then analyzed at various points throughout the prime, verification, and pump calibration processes. As a result, a leak was identified at port 2 only on all three (3) samples. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be due to irregularities in the tooling of the product during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air entering three (3) em2400 valve sets. This issue was further described as, ¿three manifolds have exhibited air being pulled through ports 1 and 2¿. This issue was identified before patient use. There was no patient involvement. No additional information is available.